Manufacturer narrative:
A complete analysis and testing of 3 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 585 mg/dl. Customer contact health care provider because he doesn't know about units to out in syringe. The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 585 mg/dl. Customer was unable to troubleshoot at time of call because of motor error and rewind is not complete. The customer was advised that to call when the alarm occurs in order troubleshoot. The customer was that the pump would be replaced.